Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported there was an alleged inaccuracy. It was noted the gantry tilt was below 15 degrees and the image acquired transferred as a navigated image. The reference frame was clamped to t6, and the instruments were between the frame and the camera. It was noted the blue towel over the reference frame was removed prior to the image acquisition and there was no draping of the frame. The surgeon alleged inaccuracy while navigating after the image acquisition. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.